Event description:
It was reported that implant detect was still programmed to on and there was no battery or other data. The atrial lead is in place and all readings are within normal range. The implant detect was turned off and the device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.